Event description:
It was reported to boston scientific corporation that an obtryx halo single system was implanted (B)(6) 2005. According to the complainant, the patient experienced urinary problems, bowel problems, bleeding and infections as a result of the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2005. According to the complainant, the patient experienced urinary problems, bowel problems, bleeding and infections as a result of the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 0ml5080602, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.